Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported that they had been having problems with the pump since 2022. It was reported by the patient that they had surgery on the tubing between the pump and catheter in november of last year.